Event description:
Ventilator being function tested, short self test (sst) leak test gave an alert message "inspiratory change pressure drop 23.35 cmh20, system leak alert." Performed sst to retest three times and still the same alert.